Event description:
It was reported that the disposable was hard to work with by the patient. The patient called saying some of the disposables are fine and other are hard to pull out the syringe. Patient has been throwing them away because of being unable to fill with medication. The fault occurred while in use with the patient. The product issue didn't cause or contribute to patient or clinical injury. The patient was able to successfully continue their infusion.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. Unable to confirm reported complaint and determine root cause. If the product is returned this complaint will be reopened for further investigation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. G1, email address: (B)(4).